Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
(Reference reg number: 3006705815-2019-09916). It was reported during the ipg replacement procedure (reference reg number:1627487-2019-09917), the doctor opened the lead incision site to potentially re-position one lead that had migrated one level down, but decided to leave it as it was. In turn, stimulation was successfully turned back on after. As a result, effective therapy was restored post-operatively.